Event description:
It was additionally reported that the pump was exchanged due to suspected short to shield. There were no visual damages on the pump cable. The patient was recovering in the intensive care unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events that were captured in the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 8.5¿ from the pump housing and the distal end of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were not returned. Upon disassembly of the (B)(6), examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The driveline was tested for electrical continuity and did not reveal any discontinuities. The returned portions of the silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed a breach in the insulation of the orange wire approximately 7¿ from the pump housing. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The wires were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the orange wire contacted the braided shield while the system was operating on a tethered power source (such as the power module with a grounded patient cable or mobile power unit), the resulting short to ground would have resulted in the low speed and pump stop events that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Several sections of the IFU and patient handbook state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient switched to the power module, after normally staying on batteries, and was unable to maintain fixed speed and then immediately returned to batteries. The issue disappeared. A x-ray was performed and confirmed short-to-shield. An unshielded cable was requested, and no further steps would be taken. The patient was asked to sit up at which time the alarms occurred. When laying back down, the alarms stopped, and flows and values returned to normal. The patient experienced slight dizziness. A pump exchange was discussed to occur the next week.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.